Manufacturer narrative:
Off ¿label, unapproved or contraindicated use (the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch).

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a scuba co-cr stent to treat the lesion in the subclavian cavity. No abnormality was noted with the device packaging. The device was inspected and prepped prior to use with no issues noted. No resistance noted with accessory equipment or advancing the device across the lesion. During the surgery, the device could not be deployed at the lesion when it was deployed at pressure of 8atm. The physician removed the device without issue and replaced a new one to complete the surgery. The physician determined the reason of the event is a product defect. No injury was reported to the patient. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in (B)(4) which is limited to malfunctions.